Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the battery does not hold a charge. There was no pt impact.